Manufacturer narrative:
(B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site arjomed (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hospital (B)(4) and any medwatch reports will be submitted. When reviewing similar reportable events for pool lift we have found a low number of other similar cases where the seat detached from the device because of broken wire. We have been able to establish that there is no complaint trend concerning these kind of events. The device was inspected by an arjohuntleigh rep at the customer site and found to be out of the spec. The device was being used for pt handling and in that way contributed to the event. The device was examined by the arjohuntleigh rep that visited the site. General condition of the equipment has been described as good. Provided info showed also that after 2010, the involved device has been supposed to be maintained by third party company. There is also info that no maintenance was effectively done in this device. The equipment is subject to wear and tear, and the recommended maintenance instructions must be performed when specified to ensure that the equipment remains within its original mfg spec. Described problem is already known and proper action has been taken - technical service info (B)(4) regarding importance of maintenance of pool lift and replacement of the wire. From the above findings we conclude that this incident was caused by user error - lack of or poorly executed maintenance. Received info showed that after 2010, involved device has been (or should have been) maintained by third party company. There is also info that no maintenance was done in this device. The received info and our eval as described above are showing that if pool lift's maintenance was followed in accordance to IFU and preventive maintenance schedule, there would be no pt or caregiver at risk.

Event description:
Ref importer number: (B)(4).